Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 4 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced frequent urination, nausea, vomiting, and massive headaches. The cgm was reading low, and the blood glucose reading was 581 mg/dl. The patient called paramedics. When the paramedics arrived, they checked the bg which was 600 mg/dl while the cgm remained showing low. The patient was transported to the emergency department, diagnosed with diabetic ketoacidosis, and treated for 12 hours with IV fluids and insulin. There was no documentation of further medical evaluation or intervention. At the time of the call, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.